Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on 06-nov-2020, penumbra inc. Became aware of a journal article titled, "bailouts during neurointervention; novel techniques in tackling coil migration and premature intravascular detachment of microcatheter tip." (Ambrosanio et al. 2020). This article analyzes two cases which took place between (B)(6) 2020 and (B)(6) 2020. One case treating an aneurysm in the anterior cerebral artery (aca) utilized penumbra smart coils (smart coils). It was reported that after seven smart coils were delivered into the aneurysm, one smart coil dislodged from the coil mass while removing the non-penumbra microcatheter and migrated into the right pericallosal artery. Subsequently, the patient was administered 250 mg of intravenous flectadol and a penumbra system 3max reperfusion catheter (3maxc) was used with a 50-ml syringe to remove the coil by performing manual aspiration. The smart coil was successfully aspirated and was removed together with the 3maxc. There was no allegation against any penumbra device in the second case analyzed in the article. A post coil retrieval angiogram revealed complete flow restoration in the target vessel, and the procedure was then concluded. Five days post-procedure the patient contracted an infection and expired. However, the patient''s expiration was unrelated to the coil migration. It was not possible to ascertain specific device information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all adverse events within this literature source.